Event description:
The head of the poly axial screw had come out of the shaft and was found to be dangling on the rod. The screw seemed normal during insertion and after insertion and final tightening, the screw head seemed to have become dislodged. This has happened once before with another poly axial screw that was reported to stryker.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.